Manufacturer narrative:
Batch review performed on 27 january 2020: lot 122299: (B)(4) items manufactured and released on 31-aug-2012. Expiration date: 2017-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 similar reported event since 2016. Clinical evaluation performed by medacta medical affairs manager: femoral component (stem, head and liner) revision performed 7 years and 2 months after primary cementless total hip arthroplasty in 65 year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described long term adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed 7 years and 2 months after the primary due to pain due to a potted stem that become loose. The cause of the potted stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.